Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-jul-2017, fse arrived at the site to address the reported event. Fse replaced the torn suction pad for the cup pickup, and cleaned & lubricated the sorter x, y, and z, axis. Next, he performed adjustments for the cup to tip/ cup lane, "stc" lane, the top cup for each floor, and x & y cup for tray positions. He was subsequently able to run "get cup macro" and controls with no further errors. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sorter cup pick up.

Event description:
On (B)(6) 2017, the customer reported error "sorter dropped cup 2205" after receiving preventative maintenance on their aia-2000st analyzer. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of pth, prl, afp, bhcg, lhii, and prog iii patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.